Event description:
It has been reported to philips that the device does not turn on at all. The device was not in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not working. During troubleshooting, the fse found that the system short-circuited at start-up, the l1 line and the f12 fuse blown and found problem with the geometry pc. The fse replaced the geo pc and installed functional test software. After replacement of the geo pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.